Event description:
It was reported that the pt underwent a procedure in 2005. During the case the clinician was unable to deliver antegrade cardioplegia. The case was continued using retrograde cardioplegia. There was no adverse pt outcomes. When the catheter was removed and inspected it was found that the balloon appeared malformed. It is believed that the malformed balloon was covering the cardioplegia holes on the catheter.